Event description:
It was reported that the clinical study patient experienced a sharp pain near the location of the spinal cord stimulation (scs) implantable pulse generator (ipg) site, which was mild in severity. The patient was treated with medication and the event remains ongoing. The physician assessed the event as not related to procedure, and a possible relationship to the hardware and stimulation.

Event description:
It was reported that the clinical study patient experienced sharp pain near the location of the spinal cord stimulation (scs) implantable pulse generator (ipg), which was mild in severity. The patient was treated with medication and the event remains ongoing. The physician assessed the event as not related to procedure, and a possible relationship to the hardware and stimulation. Additional information was received that the patients device was reprogrammed and the event was resolved.